Event description:
It was reported that the compressor's pump sounded abnormal. The patient involvement is unknown. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the motor of the cmpressor was broken and sound abnormal. According to the field service engineer, the problem was solved by replacing the compressor motor. The received logs of the ventilator that was connected to the compressor revealed that the ventilator failed o2 sensor/cell and flow transducer tests durign pre-use check test at event date. Also, several alarms were generated at the even date, expiratory minute volume low, paw high, respiratory rate high. If no o2 gas is connected to the ventilator system, it may lead to stop of ventilation. Since no parts were returned for investigation, the root cause of the reported issue has not been determined.